Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the single leaflet device attachment (slda). The recurrent mitral regurgitation appears to be related to the slda; therefore, attributed to procedural conditions. The reported patient effect of mitral regurgitation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) resulting in increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with grade 3. One clip was implanted, reducing mr to 1. On (B)(6) 2020, the next day, a controlled echocardiogram found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet, slda. Mr increased to 2-3. There was no treatment performed, patient will be evaluated for further treatment. No additional information was provided.